Event description:
It was reported by the affiliate that during a low anterior resection, the surgeon used the device, but he found no single staples in device. There were no staples in the device. The case lasted 5 hours (normally 2 hours), and the surgeon did colo-anal anastomosis by hand sewing to finish case. The patient required and ileostomy and prolonged hospital stay. Patient listed as stable immediately following the procedure.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.